Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon ¿front panel blacked out with alarm sound¿ was confirmed, and it occurred due to a faulty patient circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the front panel went black with alarm at start-up due to a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit had no display on the front panel when starting the device. The issue was found during reprocessing. The laparoscopic surgery was completed using a similar device. There were no reports of patient harm.